Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic (intraperitoneal) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was due to break in aseptic technique. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin hydrochloride (2g, every 2 days, for 4 days, intraperitoneal), ceftazidime pentahydrate (1g, once a day, for 4 days, intraperitoneal) and ceftriaxone sodium (for 21 days, intraperitoneal, ongoing) for peritonitis. At the time of the report, the patient was recovered form the event. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.